Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (ATP) and multiple shocks for episodes of supraventricular tachycardia (SVT). Therapy was exhausted. Technical Services (TS) discussed the episode with the health care professional (HCP) and the cardiologist, which then followed up with the patient. The device appears to be functioning as programmed, and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.